Manufacturer narrative:
Section d catalog number was corrected. Section e initial reporter facility name was added as it was omitted in the initial report. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported that on (B)(6) 2025, a 39 year-old male patient experienced a cardiac arrest while at a plasma donation center. Cardiopulmonary resuscitation was performed for approximately fifty minutes, and the patient was transported directly to the hospital. Cardiac catheterization demonstrated a total occlusion of the right coronary artery, and the clinical team proceeded with an intervention. The team successfully treated the 100% occluded right coronary artery. The patient had low blood pressure and a reduced ejection fraction, and the decision was made to place an impella device. The device was inserted smoothly without complications. The patient was transferred from the cardiac catheterization laboratory to a tertiary medical center. On (B)(6) 2025, at the outside hospital, the patient was received on support via the right femoral artery. Upon arrival, the patient had questionable perfusion of the right lower extremity. The care team placed reperfusion cannulas to support perfusion of the right lower limb. The patient¿s condition did not improve, and lower-limb ischemia persisted. Vascular surgery subsequently performed a right lower extremity fasciotomy. Following this procedure, the patient¿s condition improved. The patient was successfully weaned from support on (B)(6) 2025. The patient had lower extremity ischemia resolved with surgical intervention- right lower extremity fasciotomy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.